Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook (pch) instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument broke inside the patient. There was no collision. The customer noticed the hook was not attached on the instrument. They fished out all the pieces and did an x-ray after the procedure to make sure all was out. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pch instrument was inspected prior to use and no damage was noted. The customer was unsure when the fragment fell inside the patient and only noticed it while retrieving the specimen. The surgeon believes that the instrument was possibly cracked prior to use. The customer is unsure of how long the instrument was in use. The surgeon did not notice any issues with the functionality of the instrument until the tip was gone. The instrument did not collide with any other instrument or other hard material during a surgical procedure. The instrument was not removed during the surgical procedure prior to the breakage. Upon final removal of the pch instrument, the instrument's wrist was straightened and there was no resistance removing the instrument through the cannula. There was no damage to the cannula. The fragment was retrieved with a grasper instrument. An x-ray was performed to check for remaining fragments. No additional surgical procedure was required to remove the fragment. The procedure was completed robotically with no injuries to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to a foreign object. There are no images/videos of a procedure available for review.